Event description:
It was reported that the pt has a cervical fusion of unk levels with the implantation of a mystique resorbable graft containment system in 2005. Due to severe pain, a revision surgery was performed 3 months later with an unidentified metal plate and screw system. Details are unclear.

Manufacturer narrative:
The report was made by outside legal counsel, who monitors court filings, to our distributor. No medical reports have been forwarded, and therefore, our investigation is limited. It could not be verified whether a mystique device was used in surgery, nor could it be confirmed whether a mystique device was removed post-implantation. No catalog or lot numbers were provided, and therefore, no lot history review could be conducted. The device was not returned for evaluation, and therefore ,it is not possible to assess whether any material or manufacturing defects were present in the implant. It could not be verified whether there were any complications with respect to a mystique product. No information was provided concerning whether the mystique system was used according to the instructions for use packaged with the implants (marcopore IFU in4300), specifically whether the implants were used "...in conjunction with traditional rigid fixation..."